Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Associated MDR: 1018233-2013-01729. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced oozing, bleeding, erosion of vaginal mesh, exposed mesh, bleeding after intercourse, uncontrolled urine with severe coughing, lower abdominal/pelvic pain, pain on intercourse/dyspareunia, leakage, bladder and rectal spasms (muscle spasms), I-ii grade cystocele (prolapse), chronic cough, hot flashes, pelvic pressure, inflammation, vaginal discharge and discomfort, urinary incontinence, frequent yeast infections, feeling a mass around anal area, thrombosed hemorrhoid, clots, soreness around stab incisions, adhesions, anxiety, insomnia, hypertension, blood pressure, tenderness over tip of coccyx, weight loss, non-surgical and additional surgical interventions.